Manufacturer narrative:
As reported, a powerflex pro 6mm 10cm 80 balloon catheter (bc) was delivered for post inflation, however it ruptured at eight atmospheres (8 atm) during its initial inflation it was unknown how the procedure was completed but it finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The lesion was heavily calcified. The rate of stenosis was 99%. The patient¿s information and vessel level of tortuousness was unknown. No difficulty was encountered when removing the product from the hoop or removing the protective balloon cover. There was no difficulty when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). Prior to powerflex pro bc insertion, two non-cordis stents were deployed in the target lesion. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17032702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst reported could not be determined. Based on the limited information available for review, vessel characteristics (heavy calcification and 99% stenosis) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a power flex pro 6mm 10cm 80 was delivered for post inflation, however it ruptured at 8 atmospheres (atm) during its initial inflation. Two non-cordis stents were deployed in the target lesion. It was unknown how the procedure was completed but it finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery. The lesion was heavily calcified. The rate of stenosis was 99 %. The patient¿s information and vessel level of tortuousness was unknown. No difficulty was encountered when removing the product from the hoop or removing the protective balloon cover. There was no difficulty when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient.